Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak found coming from the patient connector pin. The patient was reporting after the fact, saying it happened last week and no details were provided. There was no reported harm during the call. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event associated with the fluid leak. The cycler set was discarded and is not available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Since the lot number is unknown a search on sap system was performed of the lots delivered to the patient in the last three months before of the event date however no lots have been delivered during that period regarding to liberty cycler set. At this time there was an attempt to research for the last delivered lot however no information was found on the sap system from this patient regarding liberty cycler sets having been delivered. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak found coming from the patient connector pin. The patient was reporting after the fact, saying it happened last week and no details were provided. There was no reported harm during the call. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event associated with the fluid leak. The cycler set was discarded and is not available to return for analysis.